Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the pacemaker (pm) was under-sensing leading to functional loss of capture as cited in a research article. The patient was asymptomatic. The pm was reprogrammed and the patient was in stable condition.